Manufacturer narrative:
The following information was revised to reflect the correct information: date of event - was revised to reflect the actual date of event.

Manufacturer narrative:
The cause of the loose pad is unknown with the information available. The customer has not reported of a recurrence of this event as of 01/15/2016. (B)(4).

Event description:
The customer stated they found loose pads from ichem velocity chemistry strips. There were no erroneous patient results generated or reported out of the lab.